Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high thresholds and high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The physician decided to continue to monitor the patient/system. This crt-d and lv lead remain in service. No adverse patient effects were reported.